Event description:
It was reported that the user contacted support with a blood glucose of 242 mg/dl shortly after starting on the ilet, expressing distress and feeling overwhelmed; support advised that no changes to the ilet were needed and that the system would deliver correction doses while the user monitored for return to range. Symptoms included hyperglycemia. Outcomes included no escalation of care, no hospitalization, and continued monitoring. Investigation included a review of device performance through troubleshooting and education with the user. Investigation of this case revealed no device alarms and no identified device malfunction, and the event was consistent with early adaptive learning shortly after initiation. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.